Manufacturer narrative:
Initial report email: (B)(6). (B)(4). The handpiece has been returned to medtronic ((B)(4)). However, the product analysis has not yet been completed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that the customer was unable to use the handpiece due to overheating and had to manage the procedure without it. There were no injuries reported as a result of this event.

Manufacturer narrative:
The product analysis was completed on february 17, 2016. The product analysis indicates that the reported issue could not be confirmed. The handpiece was received in good cosmetic condition. The one-minute pre-repair temperature test results were as follows: 78.9 degrees f at the rear, 81.3 degrees f at the middle, and 89.2 degrees f at the nose. The handpiece was successfully tested to specifications. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.